Event description:
It was reported that the customer experienced high blood glucose of 500 mg/dl and received no delivery alarms on his insulin pump. The no delivery alarms occurred after the reservoir had been removed. It was advised that the customer contact his doctor and obtain instructions for carrying out a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A cracked reservoir tube plip, scratched display window and cracked case near display window corners were noted during visual inspection.